Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cyclic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and varicose veins pelvic. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), pelvic adhesions ("pelvic abdominal adhesions"), abdominal adhesions ("pelvic abdominal adhesions") and varicose vein ("right pelvic varicosities"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and varicose vein outcome was unknown. The reporter considered abdominal adhesions, menorrhagia, pelvic adhesions, pelvic pain and varicose vein to be related to essure. The reporter commented: patient inserted essure between 2010 and 2011. Previously reported essure removal date : (B)(6) 2016. Essure insertion date provided in mr : 2006. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : previously reported event "underwent a bilateral salpingectomy" updated to "cyclic pelvic pain", reporter, medical history added. New event added: abdominal adhesions, menorrhagia, pelvic adhesions and varicose vein based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cyclic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and varicose veins pelvic. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), pelvic adhesions ("pelvic abdominal adhesions"), abdominal adhesions ("pelvic abdominal adhesions") and varicose veins pelvic ("right pelvic varicosities"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and varicose veins pelvic outcome was unknown. The reporter considered abdominal adhesions, menorrhagia, pelvic adhesions, pelvic pain and varicose veins pelvic to be related to essure. The reporter commented: patient inserted essure between 2010 and 2011. Previously reported essure removal date : 01-dec-2016. Essure insertion date provided in mr : 2006. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent a bilateral salpingectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient inserted essure between 2010 and 2011. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.